Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: evaluation code adjusted to additional information.

Manufacturer narrative:
Patient's weight was not reported but has been requested. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 57 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had gastrointestinal (gi) bleeding due to bowel ischemia and bowel perforation requiring transfusions. The patient was transfused 2 units of packed red blood cells (prbcs) within 24- hour period, and 4 units in total. At the time of the event the patient was prescribed the anticoagulants aspirin and heparin. The patient had bowel perforation with subcutaneous emphysema, fat stranding extending into the left anterior abdominal wall adjacent to the lvad external line. The patient had extensive pneumatosis of terminal ileum cecum, and ascending colon. Surgery was not an option for the patient. The event was regarded as a terminal event. Palliative care was initiated and the patient as made do not resuscitate (dnr). On (B)(6) 2017 all life care devices were terminated. The cause of expiration was reported as bowel perforation. An autopsy was not completed.